Event description:
Info rec'd that the left siderail was not latching. No injury reported.

Manufacturer narrative:
Technician found that the left siderail was not latching due to arms and hardware was bent. Replaced the rail arms and hardware to resolve this issue.